Event description:
It was reported that the patient stated hearing a squishing noise when trying to inflate an inflatable penile prosthesis (ipp) and the cylinders did not inflate. A year and a half later, the patient underwent an ipp replacement surgery. Upon explant, a hole was identified in the reservoir. There were no patient complications reported.

Manufacturer narrative:
G5, h2, h10 updated.

Event description:
It was reported that the patient stated hearing a squishing noise when trying to inflate an inflatable penile prosthesis (ipp). The cylinders would not fill either. Patient liaison recommended to contact a physician for a follow up. The patient indicated an upcoming appointment had already been scheduled.

Event description:
It was reported that the patient stated hearing a squishing noise when trying to inflate an inflatable penile prosthesis (ipp). The cylinders would not fill either. Patient liaison recommended to contact a physician for a follow up. The patient indicated an upcoming appointment had already been scheduled.